Event description:
It was reported that when the device was used during a wedge resection, the device made an incomplete staple line. The surgeon had to over sew the staple line to complete the case. There was no further consequence to the patient.